Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart error. The patient¿s blood glucose level was 300 mg/dl at the time of the incident. Issue was resolved by troubleshooting and recurred during normal insulin pump used. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.